Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15march2019. (B)(4). Reporter phone number unknown. A philips authorized sales rep visited the hospital but could not confirm the reproducibility of the alarm. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a ¿check vent: battery failed¿ alarm occurred. No patient or user harm was reported. The clinical engineer reported that the alarm occurred while the device was on a patient. After that, the device was replaced with the same model. Patient identifier, patient age at the time of the event, weigh, and primary disease, have not been disclosed. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 17may2019. Patient information have not been disclosed. Philips field service engineer (fse) discovered check vent battery failed the fse confirmed the reported complaint. Philips service engineer(fse) replaced the battery and correct the reported complaint. The device passed all performance tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.